Event description:
The customer reported that she was hospitalized due to high blood. The customer's blood glucose level was unknown mg/dl. The customer gave herself a shot. The customer was admitted on (B)(6) 2014 in (B)(6). The customer stated she was on the ICU for three days and then went to a regular room. The customer stated that her blood glucose was stabilized and she was release. The troubleshooting was performed. The customer will call back when she gets the tubing clamps to run the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.